Event description:
Complainant alleged that clinician was performing a cardioversion on a pt (age and gender unk) using a multi-function cable and electrodes. The clinician administered one shock at 100 joules. A second shock was attempted at 200 joules, but the device would not discharge, and the device screen displayed an "open air discharge" error message. The clinician attempted three more shocks at 200 joules each, but continued to get the same error message. Upon the sixth attempt to discharge the device, the device successfully administered a 200 joule shock and successfully cardioverted the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.